Event description:
The event is reported as: the staples do not close. The staples remain open. No patient injury reported.

Manufacturer narrative:
Evaluation codes: method: device history record review. Results: no similar defect was reported during the manufacturing or packaging processes of this lot. Conclusions: no source of failure can be determined without defective sample. CAPA (B)(4) was issued to address issue. Production personnel were notified of the event. A follow-up report will be submitted if additional information is received for this issue.